Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after an electrophysiology (ep) procedure, the catheter was returned and determined by the manufacturer to be expired during use. No patient complications have been reported as a result of this event.